Manufacturer narrative:
The analysis showed that the head shell had a dent close to the push button. This caused the push button to stick in causing unusual high friction and hence heat up of the head. It was agreed by the dental office that this is the result of a drop which happened during an earlier treatment. After disassembling of the product it was visible that the inner components really have been rubbing at the push button as it had circular grooves worn into it. In addition it was found that the bearing have been worn out. This also causes higher friction and hence heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Kavo rep informed over phone today that dr. (B)(6)'s office burned a patient. He was told by dental assistant that the doctor had dropped the handpiece during a different patient procedure recently. That the handpiece was swapped out for remainder of procedure. The handpiece was cleaned, sterilized, and put back in rotation. Kavo rep showed the dental assistant while in the office, the dent to head he noticed. I called the office and spoke with (B)(6)/dental assistant. On (B)(6)2017 while performing cement retained crown to tooth# 24, the patient was burned on right cheek. Burn is approximately half the size of female pinky finger tip per (B)(6). Staff applied over the counter vaseline to cheek. Patient was told to keep applying vaseline to burn area or use over the counter orajel. No medical care necessary.